Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was placed into the patient¿s body. There is reference to a bard ¿ marlex mesh implant on (B)(6) 2004, however no further clarifying information is provided. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to stress urinary incontinence and detrusor instability. It was reported that patient underwent mesh revision (cut down) on (B)(6) 2008 due to urinary retention.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence, urinary retention and hematuria. It was reported that the patient underwent mesh excision on (B)(6) 2012 under dr. (B)(6) at (B)(6) hospital.